Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was placed in the right ventricle, high thresholds were observed. Fluoroscopy was performed, confirming that the helix was fully extended. When the physician attempted to reposition the lead, the helix mechanism could not be retracted despite performing 30 counterclockwise rotations. The physician made multiple attempts to retract the helix for repositioning; however, was unsuccessful and the lead was abandoned. A new lead of a different model was implanted to complete the procedure, and showed normal threshold values. No adverse patient effects were reported. This lead is not expected for return as it was capped/abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.